Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead was laser extracted due to decrease in r wave amplitude and increased threshold. No externalized conductors were noted. The patient is in good condition. Lead will be returned for analysis.

Manufacturer narrative:
A partial lead measuring 47.8cm was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.